Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. In addition, it was reported that resistance was experienced when filling a cartridge with insulin. Reportedly, the customer used the same cartridge and needle and was able to fill the cartridge successfully. Customer's blood glucose level was 144 mg/dl.